Event description:
Terumo medical corporation received the following information: it was reported that post left heart catheterization procedure tr band was placed and inflated with air. The tr band slowly leaked air which resulted in hematoma. 18 ml of air initially injected into the tr band then titrated down to 13 ml. Tr band was noted to be losing air approximately 15 minutes after initial inflation. Tr band was leaking from the valve. There was not any noticeable damage to the device. The device was not manipulated in any way. The tr band was stored in the packaging in room temperature conditions. Hemostasis was achieved by a second tr band. The patient was stable and there was no blood loss. The procedure performed prior to the use of the tr band was left heart catheterization.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.